Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 400 mg/dl and current blood glucose was 239 mg/dl. The customer reported that they received insulin flow alarm when giving a bolus. Customer treated for high blood glucose using syringes and was stable now. The devices will not be returned for analysis.